Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: on the first firing of a laparoscopic low anterior resectioning during rectum resectioning, the instrument did not fire. The operation of the device was checked prior to use. The surgeon clamped the tissue, pushed the green firing button, pushed the blue button, but the device did not fire at all. The jaws of the device were opened and removed from the patient tissue. The product did not lock on tissue and was removed from the tissue without damaging it. Additional tissue resection was not required. To complete the procedure, a manual handle was used instead of the powered handle. The procedure was completed with no additional problems. Surgical time was extended by thirty minutes or less. No patient injury, patient status is no problem.